Event description:
The customer reported a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of injury or death.

Manufacturer narrative:
There was no ge service performed. The customer cleared the fault. No further repair information is available.